Event description:
The patient underwent generator replacement surgery. The explanted generator was discarded following surgery. Therefore product analysis cannot be completed.

Event description:
It was reported that the patient was not perceiving magnet stimulations and that the vns battery was low. During follow up the physician reported that the generator was performing magnet stimulations and the intensified follow-up indication was flagged signally a low battery. During the most recent visit the physician observed the patient's magnet swiping technique and noted it to be proper to activate magnet stimulations. The physician then performed magnet mode diagnostics and found that the device did not record all of the magnet activations. No surgical interventions are known to have occurred to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The data from the physician's programmer was received and reviewed. It showed no magnet diagnostic test or system diagnostic test being performed on the generator. The magnet activation history was reviewed and found that on (B)(6) 2015 the total magnet swipes were 2431. Then on (B)(6) 2016 the totals wipes counted was 3056. Additionally, the data showed that on the (B)(6) 2016 when the physician reported that the magnet swipes were not being counted there had been 10 magnet activations. Therefore it is known that the generator was counting magnet activations at the time.